Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm that started about 8 cm distal to the subclavian artery. The iliac arteries were 7 mm to 8 in diameter, mildly tortuous, and mildly calcified. It was reported that two talent stent grafts were successfully delivered and deployed without issues. However, when inserting the next talent delivery system, the device kinked and could not be advanced. The kink occurred when the tip of the delivery catheter was entering the descending aorta. The kinked device was removed from the pt, and the physician completed the case by successfully inserting and advancing another talent device. The physician believes that there may have been a spasm in the artery, which prevented the device from being advanced and contributed to the kink. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: vessel spasm. Conclusion: vessel spasm. Eval summary: the stent graft was still loaded in place. The slider was in the home position. The quick disconnect was engaged, and the y-connector was connected in place. There were kinks on the sheath at 14.5 cm and 19 cm from the edge of the graft cover. Otherwise, the device was unremarkable. The sheath outer diameter at the maker band measured within spec. During eval, the stent graft deployment mechanism was tested, and the stent deployed fine without issues. There were no abnormalities found with the device, which performed as intended. The event is most likely related to the vessel morphology.